Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73l1700609. Investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples do not close. There was no patient injury.